Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient experienced damaged infusion set cannula while removing it from skin event on (B)(6) 2025 which results into a infection in the injection area. Patient had received antibiotics treatment for the infection. No further information available.